Event description:
Indication: nonfamilial hypogammaglobulinemia; common variable immunodeficiency, unspecified. Pt reports that infusion is taking around 5 hours and it should only be taking around 2 hours. Pt stated it has always taken around 5 hours to infuse, never close to two hours. Confirmed supplies pt is using are correct. Pharmacy to replace pump (serial number and maintenance due date: unknown). To see if that resolves the mismatched infusion time. Pt reported no missed doses or adverse effects from the possible faulty pump. Freedom60 pump is a single use item. No need for pt to return to pharmacy. No further info. Reported to (B)(6) by: patient/caregiver.